Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer declined to troubleshoot. Customer stated that the pump alerted bolus not delivered. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged pump error 3 and pump error 54 alarms, bolus not delivered alert anomaly, and new sensor (newly inserted) will last only 5 days not 7 reported on (B)(6) 2021. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 3 alarm or pump error 54 alarm noted during testing however, on (B)(6) 2021 at 23:20 there was one (1) pump error 3 alarm and one (1) pump error 54 alarm that was triggered due to a software error. Programmed several bolus deliveries and did not initiate the deliver bolus selection. The bolus not delivered alert activated at 30 seconds of keypad inactivity properly each attempt. Programmed several bolus deliveries and initiated the deliver bolus selection. All boluses delivered properly each attempt. The bolus not delivered alert is working properly and no delivery anomalies noted during testing. The insulin pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The insulin pump communicated properly with the transmitter and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warmup. The insulin pump was monitored for six (6) days. The sensor lasted 146 hours before the insulin pump received a sensor expired alarm. The pump calculated the sensor age properly and no sensor anomaly noted. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Pump error 54 and 3 alarms are confirmed due to a software error. Bolus not delivered alert anomaly and sensor lasting less than expected is not confirmed. The bolus not delivered alert is working properly and the insulin pump calculated the sensor age properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.